Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged on the outside and leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during disinfection of the outer package for a preparation, a foreign particle was detected in the package of a 50 ml bd luer-lock (ref: 300865; batch 1903256). I have turned the syringe in the package so that the particle is more visible (I suspect a piece of cardboard), it is loose in the package. During the same preparation, a leaking syringe was also detected that was clearly damaged on the outside. This syringe also came from the same batch."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged on the outside and leaked during use. The following information was provided by the initial reporter, translated from dutch to english: "during disinfection of the outer package for a preparation, a foreign particle was detected in the package of a 50 ml bd luer-lock (ref: 300865; batch 1903256). I have turned the syringe in the package so that the particle is more visible (I suspect a piece of cardboard), it is loose in the package. During the same preparation, a leaking syringe was also detected that was clearly damaged on the outside. This syringe also came from the same batch."

Manufacturer narrative:
H.6. Investigation: two samples and three photos were provided to our quality engineer for investigation. All samples were evaluated, identifying a brown particle inside the sealed packaged and damage on the barrel and plunger of the used syringe. Using magnification the brown particle was identified to be carton fiber. It was noted that when the stopper was moved across the point of the syringe that was damaged, it became distorted against the barrel wall, resulting in the leak that occurred. A device history review was performed for reported lot 1903256, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failures. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on the available information, we are not able to determine a root cause related to foreign matter at this time. While we could not identify a direct issue, it was determined the damage observed likely occurred as a result of the product jamming within the manufacturing equipment. H3 other text : see h.10.